Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number .

Event description:
The complainant reported that the philips intellivue information center (piic) ix reboots while attempting to discharge a patient. This issue can only occur when the piic ix system date is (B)(6) 2018 or later. No adverse patient effects experienced.

Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report (B)(4) was submitted.